Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured in the mid at 12 atmospheric pressures within 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of different device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).